Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("rashes"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("painful intercourse") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, rash, migraine, nausea, dyspareunia and weight increased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine, nausea, rash and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), pregnancy with contraceptive device ('pregnancy(termination)') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. C59250) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's medical history included obesity, cholecystectomy, tooth extraction, pregnancy with contraceptive device (2016) and miscarriage (2016). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included lumbar pain, numbness, gastrectomy, uterine bleeding, dysmenorrhea, pelvic adhesions, endometriosis, ovarian cyst, muscle pain, ligament pain, parity 6 (((B)(6) 1999, (B)(6) 2000, (B)(6) 2003, (B)(6) 2009, (B)(6) 2010, (B)(6) 2014)), multigravida, condom, obesity and uterine dilation and curettage. Concomitant products included ibuprofen since 2001. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), toothache ("dental problems: tooth pain"), tooth impacted ("dental problems: impacted tooth"), irritability ("hormonal changes describe: irritability") and mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("weight gain/loss (specify which one): weight gain"). In (B)(6) 2016, the patient experienced migraine ("migraines"), fatigue ("fatigue") and headache ("headaches"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: rashes"), pruritus ("allergic or hypersensitivity reaction type: itching") and urticaria ("rashes or skin conditions type: hives"). On an unknown date, the patient experienced nausea ("nausea"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychaitric conditions: anxiety"), neck pain ("neck pain"), back pain ("back pain"), arthralgia ("knees pain") and complication of device insertion ("attempted to be placed into the right ostia there was difficulty on initial insertion into the ostia/inability to insert essure device into right") and was found to have uterine leiomyoma ("other injury (ies) or complication (s)- please describe: fibroids"). The patient was treated with surgery (salpingectomy - bilateral removal of fallopian tubes/wedge resection of uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving, the pregnancy with contraceptive device, rash, nausea, dyspareunia, weight increased, pruritus, toothache, tooth impacted, fatigue, irritability, mood swings, headache, allergy to metals, depression, anxiety, urticaria, uterine leiomyoma, neck pain, back pain, arthralgia and complication of device insertion outcome was unknown and the migraine had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered allergy to metals, anxiety, arthralgia, back pain, complication of device insertion, depression, dyspareunia, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, pregnancy with contraceptive device, pruritus, rash, tooth impacted, toothache, urticaria, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015, (B)(6) 2016 current weight 220 lbs. Approximate weight at the time of essure placement 180 lbs. Patient experienced 2nd pregnancy with is captured under 2019-119446. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Most recent follow-up information incorporated above includes: on 12-jun-2019: new pfs+mr received. Lot number received. New events: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: itching, dental problems: tooth pain, impacted tooth,fatigue, hormonal changes describe: irritability, mood swings, headaches,nickel allergy, psychological or psychiatric problems condition: depression, anxiety, rashes or skin conditions type: hives, fibroids, device insertion difficult, pregnancy with contraceptive device, device ineffective, neck pain,back pain, knees pain, did you undergo an essure confirmation test? No were added. Outcome for events were added. Outcome for pregnancy added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), pregnancy with contraceptive device ('pregnancy(temination)') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. C59250) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's medical history included obesity, cholecystectomy, tooth extraction, pregnancy with contraceptive device (2016) and miscarriage (2016). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included lumbar pain, numbness, sleeve gastrectomy, uterine bleeding, dysmenorrhea, pelvic adhesions, endometriosis, ovarian cyst, muscle pain, ligament pain, parity 6 ((01sep1999, 29aug2000, 19jul2003, 20sep2009, 05sep2010, 11dec2014)), multigravida, female condom, obesity and uterine dilation and curettage. Concomitant products included ibuprofen since 2001. On (B)(6) 2015, the patient had essure inserted. In november 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In december 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), toothache ("dental problems: tooth pain"), tooth impacted ("dental problems: impacted tooth"), irritability ("hormonal changes describe: irritability") and mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("weight gain/loss (specify which one): weight gain"). In january 2016, the patient experienced migraine ("migraines"), fatigue ("fatigue") and headache ("headaches"). In december 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In february 2017, the patient experienced rash ("rashes or skin conditions type: rashes"), pruritus allergic ("allergic or hypersensitivity reaction type: itching") and urticaria ("rashes or skin conditions type: hives"). On an unknown date, the patient experienced nausea ("nausea"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychaitric conditions: anxiety"), neck pain ("neck pain"), back pain ("back pain"), arthralgia ("knees pain") and complication of device insertion ("attempted to be placed into the right ostia there was difficulty on initial insertion into the ostia/inability to insert essure device into right") and was found to have uterine leiomyoma ("other injury (ies) or complication (s)- please describe: fibroids"). The patient was treated with surgery (salpingectomy - bilateral removal of fallopian tubes/wedge resection of uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving, the pregnancy with contraceptive device, rash, nausea, dyspareunia, weight increased, pruritus allergic, toothache, tooth impacted, fatigue, irritability, mood swings, headache, allergy to metals, depression, anxiety, urticaria, uterine leiomyoma, neck pain, back pain, arthralgia and complication of device insertion outcome was unknown and the migraine had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered allergy to metals, anxiety, arthralgia, back pain, complication of device insertion, depression, dyspareunia, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, pregnancy with contraceptive device, pruritus allergic, rash, tooth impacted, toothache, urticaria, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 10-nov-2015, 12-jan-2016 current weight 220 lbs approximate weight at the time of essure placement 180 lbs patient experienced 2nd pregnancy with is captured under 2019-119446 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Batch no c59250 production date 2014-05-23 expiration date 2017-05-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-jun-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.